Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned. It has not yet been evaluated. A follow up report will be submitted with all additional relevant information. Per the instructions for use, the safety and effectiveness of the prostar xl device have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. The additional 2 perclose proglide devices are being filed under separate medwatch MFR numbers.

Event description:
It was reported that before an endograft procedure, a prostar xl device was attempted to be deployed in the common femoral artery using a preclose technique through a 12f sheath. Reportedly, after the guide wire was inserted into the prostar xl, the device would not advance on the guide wire into the patient's anatomy. The device was flushed and another unsuccessful attempt was made to advance the device on the guide wire. Two additional prostar xl devices were successfully deployed through a 12f sheath. The sheath was upsized to a 19f and an endograft procedure was performed. After the procedure, when the knots were being tightened, they came out of the anatomy. A cut down was performed and hemostasis was achieved surgically. There was no adverse patient sequela. The physician is trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the handle and needles were still in pre-deployed position and there was no slack on the sutures. The sheath appeared normal. During the investigation, the guide wire patency was performed. A new guide wire was backloaded and frontloaded without any problem or resistance. There was no information provided to indicate if the reported guide wire used in the case was compatible (workhorse stiffness). The probable cause for difficult to advance the sheath over the guide wire are challenging anatomy and/or a tight tissue tract due to inadequate skin incision or using a smaller sized introducer sheath. During manufacturing, the marking of each device is subject to inspection and a quality control audit inspection is performed to verify product quality. Based on the investigation, the device performed according to specification; the cause for the reported event could not be determined. A review of the device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database indicated no related incidents. Based on this investigation, there is no indication of a product quality deficiency.

Event description:
Subsequent to the initial medwatch report, additional information was received. Per the physician, the second and third prostar xl devices did not malfunction; they failed due to the patients body habitis and calcium.